Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiology technologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon the second click during deployment, the handle separated from the sheath. It was stated that no hematoma or complication occurred. There was no blood loss. Additional information was received on 02jun2025: the procedure was an angiogram using a 6fr procedure sheath. A pre-deployment angiogram was performed. There were no reports of difficulties with arterial access, sheath, guidewire, or catheter insertion. The angio-seal worked as intended.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 114 is based upon the evaluation of user facility information; 213 is based upon the evaluation of the returned sample. H6: investigation conclusion: 4315 is based upon evaluation of user facility information; 67 is based upon evaluation of the returned sample. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, hemostasis sheath and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in rear lock position. The clear stop marker was deployed and the distal tip of the suture cut. As the returned device was found to have been fully deployed with the components fully mated and rear locked, the complaint could not be confirmed for assembly difficulty of the sheath and carrier tube. The exact root cause could not be determined. The likely cause was determined to have been incomplete mating of the carrier tube prior to rear locking of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).